Manufacturer narrative:
Customer medwatch number was not provided. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report which states, "pump alarmed with lipids infusing 15 minutes after start. Upon investigation, lipids found on floor leaking from pump. IV tubing was noted to have a hole in tubing. Lipid bag was empty and IV pump had a large amount of lipids inside. Infant not harmed."

Manufacturer narrative:
Customer medwatch number mw 5069122.